Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the failure to retract the needle could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the needle would not retract properly during an unspecified needle sampling of lymph node involving an olympus single use aspiration needle. There was no patient injury reported.